Event description:
On 10/27/06 the lay user/ patient contacted lifescan alleging that his one touch basic was reading inaccurately high compared to his normal readings. The medical affairs specialist contacted the pt on 10/23/06 to obtain/verify the following information; however, the pt was unable to answer all of the follow-up questions. On 10/13/06 morning, the pt obtained a "220 mg/dl" on his meter when he was expecting readings "around 125 mg/dl." The customer care advocate verified that the meter was correctly set to "mg/dl," an approved samples source (finger) was used, and the correct testing/cleaning techniques were used. Following the test, he took an extra 2.5 mg glipizide pill in addition to his usual 1 pill morning dose that he took earlier in the morning. About 1-2 hours after taking the extra pill, he became dizzy and laid down to rest, which relieved the dizziness. The pt stated that he also has high blood pressure and feels that the glipizide may be affecting his blood pressure so he decided on his own to quit taking glipizide. The pt reportedly had not had any problems with his blood glucose since he stopped taking the glipizide. The pt reported a "132 mg/dl" meter reading on 10/17/06 morning prior to contacting lifescan. It would be helpful to obtain the following: when the pt took glipizide on 10/13/06, if and when the pt ate breakfast, the time of the "220 mg/dl" reading, if the pt retested on his meter during the dizziness, and the type/dosages of his other medications. Based on the provided info, this complaint is being reported because the pt became symptomatic 1-2 hours after taking an extra pill of glipizide in response to his meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.